Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing (nsrvo) alerts were delivered due to the right ventricular (rv) lead oversensing noise, which triggered pacing inhibition. No changes or intervention was reported. There were no patient consequences.

Event description:
New information received noted the right ventricular (rv) lead was capped and replaced (B)(6) 2024.